Event description:
The customer stated that the insulin pump was not making any audible tones. Troubleshooting was performed and the insulin pump did not beep when set on any of the beep options. It was found that the insulin pump also did not alarm during the self test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no audible tone/beep due to a broken negative transducer wire.